Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. During the initial deployment of the closure device, the core wire became detached from the closure device while the physician released pressure on the closure device and pulled back on the sheath. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman flx delivery system. The implant was not returned. The hub, sheath, core wire, and tip were microscopically and visually examined. Inspection of the device revealed numerous kinks in the sheath. There was tip damage as the tri-cuts were flared, there were abrasions on the inside of the sheath tip, and the distal marker band was kinked. There was no other damage or defect observed. Product analysis could not confirm the reported event as clinical circumstances could not be replicated and no implant was retuned.

Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was being implanted. During the initial deployment of the closure device, the core wire became detached from the closure device while the physician released pressure on the closure device and pulled back on the sheath. The closure device remained implanted in the laa as it met release criteria following detachment from the core wire. No patient complications were reported.